Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va10n2h, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor via a manufacturer representative (rep). It was reported that the patient had a return of symptoms and impedance on the lead. It was reported the patient had a fall which may have led or contributed to the issue. It was reported that impedances were run pre-operatively. The lead and battery were replaced. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (B)(4) found no anomalies. The returned ins passed all testing in the laboratory. An impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer. A lab functional test determined there was good stable output on all electrode pairs. It was determined there were no issues when pressing on the ins can and the telemetry was acceptable. Analysis of the lead (B)(4) found that the conductor coils were crushed in multiple locations and the distal end of the lead was stretched; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits.